Manufacturer narrative:
(B)(6).

Event description:
An initial report received from a peritoneal dialysis nurse stated that her pt had noticed a cassette leak and "shortly after", the pt developed peritonitis. Add'l info received on (B)(6), 2011 stated that on (B)(6), 2011, the pt experienced symptoms of pain, nausea and vomiting and was evaluated at the ER and subsequently treated for peritonitis. From medical records received, the course of treatment ran from (B)(6), 2011 thru (B)(6), 2011 as the infection was difficult to clear. Multiple attempts have been made to obtain info in order to correlate the dates between the reported device leak and the development of peritonitis. The pt reported the following statement "definitely not within 2 days. If could have been up to a week". Currently, the pt is fine and continues to receive treatment as ordered. There is no sample available for eval.